Manufacturer narrative:
Evaluation of the returned lightning could not confirm the reported complaint. The lightning was able to aspirate water without an issue. If the lightning is switched on an no vacuum is detected at the canister, the lightning unit will blink red. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the femoral vein, iliac vein, and inferior vena cava (ivc) using a lightning aspiration tubing (lightning), an indigo system aspiration catheter 12 (cat12), a penumbra engine (engine), and a penumbra engine canister (canister). During the procedure, the physician noticed that the lightning began to click; however, blood was not going into the canister. The physician then removed the lightning from the cat12 and noticed that the lighting was occluded with the clot because the lightning was still clicking but no blood was going into the canister. Therefore, the physician used a 60cc syringe to slowly flush saline into the lightning while the engine was on and the flow switch was opened. However, it was noticed that no blood or clot went into the canister. Subsequently, the physician removed the 60cc syringe from the lightning, and the saline moved backwards as if the lightning was pressurized. The physician repeated the process, and some blood was able to get into the canister, but the indicator light on the lightning turned solid red. Afterwards, the lightning was unplugged from the engine, the engine and the flow switch were turned off. Next, the lightning was plugged back into the engine and the engine was turned on. Then it was noticed that the indicator light on the lightning was green; however, upon turning on the flow switch, the indicator light immediately turned blinking red. This process was repeated several times but did not resolve the issue. Therefore, the lightning was removed. The procedure was completed using a new lightning and the same cat12. There was no report of an adverse effect to the patient.